Manufacturer narrative:
07-may-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Inner applicator was still inside - vagina [foreign body in reproductive tract] after inserting tampon, the inner applicator was still inside [complication of device insertion] hurting - vagina [vulvovaginal pain] after inserting tampon, threw away applicator... Discovered innerapplicator still inside [device breakage] case description: consumer contacted via e-mail and stated that after inserting the tampon, she threw away the applicator and then discovered the inner applicator was still inside. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Inner applicator was still inside - vagina [foreign body in reproductive tract], after inserting tampon, the inner applicator was still inside [complication of device insertion], hurting - vagina [vulvovaginal pain], after inserting tampon, threw away applicator... Discovered inner applicator still inside [device breakage]. Case description: consumer contacted via e-mail and stated that after inserting the tampon, she threw away the applicator and then discovered the inner applicator was still inside. No serious injury was reported.